Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold insulin when filling cartridge, changing pump supplies every 5 days, and not consistently performing the air removal step when filling the cartridge with insulin. Customer was educated on the proper air removal process, and was instructed to changed pump supplies every 2-3 days per the user guide. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow up with the customer to complete troubleshooting, but no response was received.